Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The autopulse is used as an adjunct to manual CPR in cases of clinical interruptions prescribed in the aha guidelines. Changing from autopulse to manual CPR can be made in just a few seconds, and is similar to the time necesary for rescuer rotation. Therefore, the transition from autopusle to manual CPR presents the same workflow as manual CPR. The interruption is not likely to cause or contribute to a patient death or serious injury. The cause of patients' death was likely cardiac arrest. Mortality of out-of-hostipatl cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
It was reported to zoll that on (B)(6) 2016 at 5:45pm, the ems responded to a call for a male patient who was in cardiac arrest. This was a witnessed cardiac arrest. There were no visual signs or symptoms of trauma. Bystander CPR was initiated and the patient was put on automated external defibrillator (AED). The patient was in asystole the entire time. Prior to the ems arriving on scene, the sheriff had arrived and assisted in manual CPR. The ems crew arrived on scene 20 minutes after the call. Manual CPR was continued while the ems were preparing the autopulse platform for use. The transfer time between manual CPR and when the autopulse was initiated was between 3-4 seconds. There were no issues with starting the autopulse. After the autopulse was initiated the patient was loaded on to the vehicle to be transported to the hospital. After 4 miles, the ems crew stopped to pick up als technician. At this time the autopulse suddenly stopped compressions and displayed user advisories (ua) 12 (lifeband not present) and ua 19 (max applied load exceeded). The ua error messages could not be cleared and the autopulse would not restart. Use of the autopulse was aborted. Manual CPR was re-initiated for another 20 minutes. The patient had a history of chronic obstructive pulmonary disease (copd), congestive heart failure, diabetes and high blood pressure. The patient expired. No autopsy was performed and the cause of death is unknown. The ems crew stated that the cause of death was due to cardiac arrest. The ems crew stated that the autopulse was not related to the patient's death.